Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the header bag, arteriotomy locator, hemostasis sheath and carrier tube assembly. The returned sample was subjected to visual analysis. The sample was covered in blood-like substances. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to rear lock position. The anchor was within the sheath but could be seen from the sheath tip. Functional testing was performed. The locking mechanism was attempted to be reset to forward lock position. The carrier tube shaft became kinked and functional testing could not be performed. The complaint can be confirmed for non-deployment pullout. The exact root cause cannot be determined. The likely root cause is there was an obstruction that prevented the anchor from posting to the tip of the sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: not available due to hipaa. A2: age & date of birth: not available due to hipaa. A3: patient sex: not available due to hipaa. A4: weight: not available due to hipaa. A5: ethnicity: not available due to hipaa. A6: race: not available due to hipaa. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal collagen was not able to travel thru delivery sheath or was stuck. Manual pressure was applied to complete closure, femoral runoff, right groin 6fr sheath. Used a 6fr sheath, 5fr catheter and manual pressure. The patient was fine, manual pressure was used to complete case. Additional information was received on 31aug2023: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. No issues with insertion of the device. The cath lab technician assumed the amount of blood loss was negligible. The patient was stable.